Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported constant air in line alarms, caused by low fluid numbers on the upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had constant air in line alarms. It was also reported that there was no pt injury.